Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational failure was detected. The lcd screen was found to be cracked and damaged.

Event description:
Info was received that reported a pt was hospitalized in 2008 due to an incident of diabetic ketoacidosis. It was reported that the pt woke up feeling ill and he had blood glucose of >450mg/dl. The pt was brought to the hospital and had blood glucose of 511mg/dl upon admission. The pt was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.